Event description:
It was reported that pump battery depleted faster than expected, although pump did not shut down and caller was initially advised that daily battery use was within normal range. There was no reported impact to the customer¿s blood glucose level. Over several follow-up calls, technical support reviewed pump data, confirmed that battery consumption had worsened, and arranged for pump replacement under warranty; customer was instructed on using backup insulin methods if needed.